Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient¿s caregiver noticed that patient was in last drain longer than usual. A review of the patient¿s treatment records identified that the patient readings indicated an overfill during drain 3 of pd treatment. The patient drained 4590 ml of 2200 ml fill. This drain volume is 209% of the fill volume. The patient did not do a daytime manual exchange. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the pd nurse verified the event and said that the patient has been doing manual treatments. The patient did get a new cycler and a nurse will be helping the patient set it up possibly tomorrow. There was no harm, intervention or adverse event associated with the overfill. The old cycler is available to return.